Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The physician did not provide a copy of device memory for analysis; however, boston scientific technical services (ts) obtained information related to the reported episode. Because device data and programming information was not provided to boston scientific, additional detailed analysis was unable to be performed. The device remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during a normal patient follow up, it was noted that this pacemaker had recorded an episode of ventricular tachycardia (vt). Closer review the episode revealed that the device was initially operating under the rythmiq algorithm and there were long a-v delays. A premature ventricular contraction (pvc) occurred during a refractory period; however, it was followed by a ventricular pace during a vulnerable period. This started the patient into a pacemaker mediated tachycardia (pmt). The pmt induced long-short-long cycles which then caused the patient to go into a vt at 190 bpm. The vt terminated on its own. No additional adverse patient effects were reported. The physician believes that the cause of the pmt and arrhythmia was the rythmiq algorithm and feels it is dangerous. The physician will no longer use this algorithm or implant any other boston scientific dual chamber devices. The physician would not send a full memory download; however, he did provide a copy of the reported episode via a website ((B)(6)). The data was sent to boston scientific technical services (ts) for review.